Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06696. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a grade 3 cystocele, uterine prolapse, and a grade 2 rectocele. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that following insertion the patient experienced pain, erosion, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that the patient underwent a cystocele repair with mesh and a rectocele repair on (B)(6) 2004 due to a recurrent grade 3 cystocele and a grade 2 rectocele. It was reported that the patient underwent exploration of vagina, removal of granulation tissue, and removal of other mesh material on 05/26/2005 due to vaginal granulation tissue.